Event description:
In 2009, a doctor reported to sybron implant solutions that a patient had three pitt easy implant abutments that fractured.

Manufacturer narrative:
It was reported that a patient had a total of 3 fractured abutments involved in this incident. The part numbers involved were 90270 (2 abutments) and 90271 (1 abutment). The doctor stated that the fractures were probably not caused by material failure.the product was returned to mnufacturer for evaluation, and it was concluded that the fractures were caused by overloading through superstructure.this is the final report.